Event description:
It was reported the procedure was being performed in the operating room. During catheter placement, the vps showed a blue bullseye. A pa lateral x-ray was taken and showed the catheter to be in the azygos vein. As a result, the catheter was removed and a new catheter was placed successfully. There was a delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).